Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08125. The patient was implanted with one cervical and one thoracic lead. It was reported the patient is not receiving effective stimulation since suffering a recent fall. Reprogramming was attempted to no avail. The physician discovered via fluoroscope the leads have migrated. Surgical intervention may be undertaken at a future date.

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08125. Follow-up identified surgical intervention was undertaken on (B)(6) 2016 during which time the leads were explanted and replaced. Reportedly, the physician electively explanted and replaced the ipg at the same time.

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08125. Follow-up identified the issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.